Event description:
It was reported that after the demonstration, the nut of connector adaptor could not be loosened.

Manufacturer narrative:
Method: functional inspection; device history review; complaint history review; risk assessment.results: the customer reported event of the trio connector adaptor locking nut was confirmed to be jammed via a functional evaluation of the returned device. The returned device was attempted to be disassembled but could not be because the locking nut was jammed. A material analysis was performed in a similar investigation and it was determined that galling was the cause of the seizure of the locking screw. Conclusion: the root cause of the reported event was determined to be galling between the locking nut and the connector head.

Event description:
It was reported that after the demonstration, the nut of connector adaptor could not be loosened.